Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported entrapment of device (clip becoming caught in anatomy) and single leaflet device attachment appears to be related to patient conditions (severely rotated heart from two previous open-heart surgeries, stiff anterior leaflet and tethered posterior leaflet with a rheumatic appearance) and procedural conditions associated with difficulty visualizing the clip. Image resolution poor was attributed to patient and procedural conditions as there were difficulties visualizing the clip during the procedure due to patient¿s anatomy. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4+ mixed mitral regurgitation (mr), and a rotated heart for a mitraclip procedure. The patient had two previous open-heart surgeries which caused the heart to be severely rotated. The patient's anterior leaflet was stiff and the posterior leaflet was tethered and had a rheumatic appearance. There was difficulty visualizing the clip due to the patient's rotated heart. Only the anterior and posterior leaflets could be visualized in the 80 degree view. The anterior leaflet was noted to be stiff and was caught on the clip. It was then decided to grasp the posterior leaflet. All checks for leaflet insertion were done at 60 degrees and another round of checks were done with the clip closed. The mitraclip ntw was deployed. The mr grade decreased to 2+. On (B)(6) 2025 during a follow-up transesophageal echocardiogram (tee), a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. The mr grade increased to 4+. Per the physician, the slda was due to the patient's challenging anatomy.